Manufacturer narrative:
Complete information for patient information patient identifier = sid320012008605. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on one patient generated on the architect analyzer. The results provided were: 20jan2020 sid320012008605 initial = 103mmol/l / retest on 21jan2020 = 135 and 134mmol/l (normal range 136 to 145mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
A search of tickets by lot 07600un19 for other tickets similar to the current complaint found no others. A review for trends for the list number did not identify any trends associated with this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000, serial number (B)(6) or the concentrated ict diluent, lot 07600un19.